Event description:
It was reported that the patient experienced incontinence with his sling device. The patient underwent a procedure to implant a new artificial urinary sphincter (aus). The physician did not attempt to explant the sling. There were no adverse patient effects following the surgery.